Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a broken metal connector. (B)(4) applies to the ins. (B)(4) applies to the desktop charger.

Event description:
The consumer reported that the metal part of the desktop charger connector pin broke off. The plastic piece on the recharger belt also broke off. They last charged their device on (B)(6) 2015 and noted that they had charged 126 times. Since they could not recharge their implantable neurostimulator (ins) it had gone into an overdischarged state. The patient was sent a replacement desktop charger and recharger belt. There were no patient symptoms reported. The patient was indicated for spinal pain and chronic low back pain.

Manufacturer narrative:
(B)(4).